Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record related to the reported event was not reviewed as neither the lot number or serial number were known. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported that the patient sometimes she gets an allergic reaction when she is under the sun for too long. The patient had a skin irritation during the time test after 5 hours. The patient will start using the 63b electrodes in 4-hour intervals with no cover patches.63b electrodes have been sent to the patient. The product is not expected to be returned. The patient contacted her and stated that she began using the device for 5 consecutive hours and she had a rash, she visited her primary care physician and was prescribed atarax 25 mg so she used it this time and as per eva the area is now healed. No further consequences were reported. No additional patient consequences have been reported. 63b electrodes were not returned for further evaluations.

Event description:
It was reported that the patient sometimes gets an allergic reaction when she is under the sun for too long. The patient had a skin irritation during the time test after 5 hours. The patient will start using the 63b electrodes in 4-hour intervals with no cover patches. 63b electrodes have been sent to the patient. The product is not expected to be returned. The patient contacted her and stated that she began using the device for 5 consecutive hours and she had a rash, she visited her primary care physician and was prescribed atarax 25 mg so she used it this time and as per (B)(6) the area is now healed. No further consequences were reported.

Manufacturer narrative:
Zimvie complaint (B)(4). B3: date of event: the event occurred sometime in (B)(6) 2023. . D11: medical product: unknown. D11: therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.